Manufacturer narrative:
The complete lead was received for investigation. Visual inspection confirmed a full breach outer insulation degradation adjacent to the connector boot. Other damage observed was consistent with that occurring at the time of explant. X-ray examination and electrical testing did not reveal any indication of conductor fractures. The reported event of exit block and no sensing was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
An exit block was noted and there was no sensing. The lead was explanted and replaced. No external damage was noted, but the physician believes there is inner lead damage. The patient is in stable condition.